Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead had only been implanted for a few months when there was a lead safety switch from bipolar to unipolar due to high out of range pacing impedances greater than 3000 ohms. There were observations of noise being oversensed causing atrial tachy response episodes, as well as undersensing. Subsequently, the lead was explanted and replaced where it was noted that the lead was fractured. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had only been implanted for a few months when there was a lead safety switch from bipolar to unipolar due to high out of range pacing impedances greater than 3000 ohms. There were observations of noise being oversensed causing atrial tachy response episodes, as well as undersensing. Subsequently, the lead was explanted and replaced where it was noted that the lead was fractured. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Initial resistance testing found the lead was not electrically continuous on the anode coil, and x-ray revealed a fracture of that coil approximately 26.5cm from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was likely caused by lead entrapment in the clavicle-first rib region and contributed to the observations high impedances seen in the field. 3191 code was used to denote surgical intervention.